Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found that the ins battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97792, lot# n452500, implanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was a confirmed overdischarge. The patient was not receiving therapy and they had a return of pain symptoms at the device pocket. A physician mode recharge, diagnostic testing and troubleshooting were not performed or required. It was the first overdischarge for this device. The patient had previously been in the hospital for a back fusion and they remained hospitalized for over 30 days. They then had two weeks of rehabilitation. During this time it was noted that they had neglected to continue to charge their implantable neurostimulator (ins). The patient received a complete explant and replacement after requesting a non-rechargeable ins to minimize the burden of charging. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.